Event description:
Embolectomy - "the balloon burst when retrieved, then a slight catch was felt. On removal, the tip was noticed to be missing. The vessel was then opened surgically to remove the tip and it was noticed that the metal spring was unravelled." "The popliteal artery was opened surgically to remove the missing tip. Angiogram was then completed and no damage to the vessel was noted."

Manufacturer narrative:
Product anticipated to return, follow up will be provided upon completion of investigation.